Event description:
The user facility reported a 69-year-old female patient was being implanted with an impella cp device for mechanical circulatory support. It was reported that during impella support, the patient developed bleeding at the impella access site. As a result of the noted issue, four (4) units of packed red blood cells (prbcs), two (2) units of platelets (plts), and ten (10) units of cryoprecipitate (cryo) were given. The physician placed extra sutures and redressed the site to stop the bleeding.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.